Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was not displaying an image during a bronchoscopy procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to another reportable malfunction: moisture damage on the video connector. However, the cause of the leak could not be established. It is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.